Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6), sample ID (B)(6), and sample ID (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25, that has a similar product distributed in the us, list number 02r98 (troponin-I stat high sensitivity), and a 510k number of k191595.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one patient. The following data was provided (customer¿s normal range is <26 ng/l): sample ID (B)(6) initial result, on (B)(6) 2025, was 6.2 ng/l, which was reported out of the laboratory. After maintenance was done on the analyzer, the sample was repeated, and the result was 287.3 ng/l. The patient was recollected, under sample ID (B)(6), and the result was 7.3, repeat result was 6.4 ng/l. Sample ID (B)(6) was then repeated, and the results were 4.4 and 5.8 ng/l. The sample was recentrifuged and the result was 5.0 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
Section d3 - email and section g1 - mfg site email updated. The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. The overall performance of architect stat high sensitive troponin-I reagents in the field were reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. In this case, sample integrity issues at the time of testing most likely contributed to the customer's observation. Based on the information provided and abbott diagnostics¿ complaint investigation, architect stat high sensitive troponin-I, lot number 71318ud00, is performing as intended and no systemic issue or deficiency was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one patient. The following data was provided (customer¿s normal range is <26 ng/l): sample ID (B)(6), initial result, on (B)(6) 2025, was 6.2 ng/l, which was reported out of the laboratory. After maintenance was done on the analyzer, the sample was repeated, and the result was 287.3 ng/l. The patient was recollected, under sample ID (B)(6), and the result was 7.3, repeat result was 6.4 ng/l. Sample ID (B)(6) was then repeated, and the results were 4.4 and 5.8 ng/l. The sample was recentrifuged and the result was 5.0 ng/l. There was no impact to patient management reported.